Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: upon further evaluation of the returned device it was determined that the device lamellas were found too be out of specification. This issue has been escalated to a non conformance.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. A device history review was performed which indicated that the device was processed through the normal manufacturing and inspection operations with no re-work or nonconformities noted. The assignable root cause was determined to be a cause traced to manufacturing and the root cause of the leak could not be determined.

Event description:
It was reported from (B)(6) that the pen drive device did not function. During an in-house engineering evaluation, it was determined that the device lamellas were out of specification, had liquid leak and failed pre-test for check for unintended motion with the hand switch, check function of the "hand" mode with the hand switch, check power with the test bench and check speed with the tachometer. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.